Manufacturer narrative:
The investigation and troubleshooting of the camera determined that a sensor was faulty. Information received from the customer indicates that the camera is functional and patients are being scanned.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2017, merge healthcare received information from a customer regarding poor quality of color on images. The customer's eye station camera was returned to merge on 01/27/2017. The returned camera was analyzed and it was determined that a sensor required replacement. The camera was returned to the customer and was reported to be functional. On 02/06/2017, merge healthcare received information that the issue resulted in a rescheduling of patients to a later appointment time. This issue is being reported due to the potential for harm related to the inability of the eye care professional to obtain the necessary diagnostic information to effectively diagnose and/or treat patients. The customer did not indicate that any patient harm occurred as a result of this issue. (B)(4).